Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited decreased pacing impedance measurements less than 200 ohms. Additionally, threshold measurements had increased to 2.3v @ 0.5ms. An insulation concern was expressed. A revision procedure was performed. The chronic device was noted to be implanted extremely deeply subcutaneously and the physician experienced difficulty removing the device, resulting in denting the device. Ultimately, the device was explanted and replaced. The ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
00802526444289 upon receipt at our post market quality assurance laboratory, visual inspection confirmed that there was induced physical damage to the device case in the form of tool mark scratches and several small dents that occurred at the time of explant. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.